Event description:
Broken instrument received from sterile processing with approx 4-5 prongs / spikes broken. Surgeon made aware. Not aware of any problems during case. Post op f/u xray ordered for today, no apparent evidence of retained metal. FDA safety report ID# (B)(4).